Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification pilot test had failed three times while preventative maintenance was being performed on the device. There was no harm or injury reported. Repeated attempts to have the device and components evaluated and investigated were unsuccessful. The service call was closed at this time due to the customer not responding to several phone calls and/or emails but no response from the customer. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging the active exhalation verification pilot test had failed three times while preventative maintenance was being performed on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.